Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an unrelated lead revision procedure this right atrial (ra) lead was suspected to be damaged and was explanted. The physician suspected insulation damage when tissue was removed from the lead. Visual inspection also noted a needle puncture in the lead body. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted electrocautery damage to the insulation of the lead at 9 centimeters (cm) and 11.8 cm from the terminal pin. A cut was also noted in the insulation approximately 22.5 cm from the terminal pin. These confirmed observations were thought to have been induced during the explant procedure. The lead passed resistance testing which confirmed it was electrically continuous.